Event description:
It was reported that the atrial lead had a drop in impedance and an insulation break. A lead revision was attempted but was unsuccessful due to an anomaly in the patient's anatomy. The patient will undergo further intervention at a later date for a lead replacement. No patient complications were reported as a result of this event.

Event description:
It was reported that the atrial lead had a drop in impedance and an insulation break. A lead revision was attempted but was unsuccessful due to an anomaly in the patient's anatomy. The patient will undergo further intervention at a later date for a lead replacement. No patient complications were reported as a result of this event. It was further reported that there was low impedance on the atrial lead and the lead was removed and replaced. It was further reported that there was low impedance on the atrial lead and the lead was removed and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.